Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that this one touch ultra meter was giving him inaccurate high results. The medical affairs specialist listened to the recorded call and verified the following information, as the patient could ot be contacted by phone to obtain the additional information. The patient reported blood sugar results around 200 mg/dl and around 100 mg/dl, performed within less than 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20%. The patient stated that he had been receiving erratic readings for last several months. About two weeks before the patient called lfs, he tested his blood sugar and received a normal reading, between 90 mg/dl to 110 mg/dl. It is unknown whether he administered insulin based on his meter reading at that time or not. About half an hour after testing, he started feeling shaky and sweaty. His wife gave him some glucose tablets. He felt a little better and tested his blood sugar on the reported lfs product and received a reading of 52 mg/dl. His wife called the emergency room and was advised to give him more food. The patient felt better after eating and drinking something. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the sample was drawn from an approved source, and the unit of measurement was set correctly. The patient did not have test strips or control solution available at the time of call to complete troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged that she became hypoglycemic shortly after obtaining a normal blood glucose result.